Event description:
When the catheter was connected to the cable, the temperature reading was high. Trouble shooting was unsuccessful. The catheter was removed. No injury to the patient. Please report. We have seen a few recently.